Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that site continued to bleed. Customer also reported of having bent cannula. Customer's blood glucose was 442 mg/dl. Customer declined troubleshooting insulin pump. Customer was educated on methods to stop bleeding. Products would be replaced.